Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that aneurysm enlargement occurred below the existing iliac limb etlw1628c124e, associated with disease progression of the iliac artery. The patient was treated for a 50mm aneurysm. Initially, it was planned to extend to the external iliac with the endurant stent graft. During this procedure, a 12 french non-medtronic dilator from their sheath could not track through femoral over 2 different types of guidewires due to significant vessel tortuosity. The physician decided to abort the intervention and brought patient back next day and use non-medtronic stents (gore vbx)) via brachial access. Stents. Successful treatment was achieved using a non-mdt stent graft delivered from arm brachial access, bridging or telescoping into the iliac limb down to the right external iliac artery. The resolution of the event involved the use of four overlapping non-mdt (vbx) stents.